Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The search of the complaints databases and/or review of device history records was not possible against the femoral head as the necessary product/lot code was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.